Manufacturer narrative:
No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: esposito, c., et al. (2025). Seven years of pediatric robotic-assisted surgery: insights from 105 procedures. Journal of robotic surgery, 19, 157. Https://doi.org/10.1007/s11701-025-02257-w section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Blank MDR fields: the missing patient/device information in sections a, b, and d was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
A review of an article that conducted a retrospective review of 105 cases over 7 years (2017¿2024) to evaluate outcomes, efficiency, and training experiences was performed. A total of 105 children (58 boys, 47 girls) aged 2¿15 years underwent robotic-assisted procedures using the da vinci xi system. One case involved a 15-year-old boy who underwent robotic varicocelectomy and developed on second postoperative day hemoperitoneum secondary to trocar site bleeding. He required reoperation to evacuate the hemoperitoneum and control bleeding from a parietal vessel. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.